Event description:
Report received from the u.s.a. Stating that the device was hot and starting to smoke. Reportedly there was rust on the tip. The device was being used during a neurosurgery. There were no injuries or medical intervention. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes. The device is currently undergoing evaluation. Once the evaluation has been completed or if additional information is received, a supplemental report will be sent. Ref: (B)(4).